Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the batteries of their device were jammed and could not be inserted. This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no report of patient use associated with the reported event.